Event description:
Admitted to department (B)(6) 2012, past banding procedure. Pt with low temp; baer hugger placed on pt (proper positioning of hose/sheets/blanket. After approx 3-3.5 hours, team identified large area on left lateral leg burned extensively with blisters and deep pigment discoloration and tissue damage evaluated immediately by md (present) and nursing staff. Burn team evaluated monday am - dx: second-third degree burns. Machine evaluated by biomed. Found to exceed max temp with alarm failure. Pt expired (B)(6) 2012.